Manufacturer narrative:
Pending results of investigation.

Event description:
(B)(6) 2022: false positive result on the cardinal health hcg combo serum/urine cassette. No adverse outcomes occurred. Although requested, no further information provided.

Manufacturer narrative:
Additional information received from the customer on 03jun2022 indicates there were only two patients with instances of false positive results, not three as initially reported. Due to the updated information, MDR 2027969-2022-00032 is no longer applicable. Please see MDR 2027969-2022-00033 and MDR 2027969-2022-00029 for patient 1 and patient 2, respectively.

Event description:
Additional information received from the customer on 03jun2022 indicates there were only two patients with instances of false positive results, not three as initially reported. Due to the updated information, MDR 2027969-2022-00032 is no longer applicable. Please see MDR 2027969-2022-00033 and MDR 2027969-2022-00029 for patient 1 and patient 2, respectively.